Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for device explant. Physician was unable to retrieve the implantable cardiac monitor. The device had migrated significantly. Patient was stable and would be rescheduled for device removal.